Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000163, bi71000162. A manufacturer representative went to the site to test the equipment. It was reported that 8 trays of batteries were replaced. Battery voltages and system function was verified. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the site left the imaging system was left charging overnight, but in the morning the system still showed that it was plugged in and charging, but the battery level on the image acquisition system (ias) was flashing red on the lowest indicator and it will not charge further. No patient involved.